Event description:
It was reported via medwatch report that the physician was attempting to insert an arterial line into pt's femoral artery using the femoral artery catheter. He was adjusting the stylet and the tip broke after multiple attempts to cannulate the femoral artery were unsuccessful. There was no harm to the pt. The tip was retrieved. He stated he has had this problem with the same product previously. The pt was admitted with cardiac arrest and she eventually died due to the original events. Additional info was received from the hosp on 6/10/2010 which stated the physician reported this event to an rn. The physician stated this did not contribute to the pt's death. Another catheter was not used on this pt. "It is unlikely that the arterial catheter was a causal or contributing factor to the death of the pt. The reporting healthcare professional said the physician mentioned in passing this has happened previously, but no report has ever been filed or will be filed. They also stated the hosp will not be submitting a report for another issue. We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor."

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.